Event description:
It was reported that on (B)(6), a biopsy procedure was performed and during the procedure a driver errors was received. Replaced the needle ensured the gear is correctly positioned. It passes test but when inserted into the breast the errors post. Procedure was aborted and the patient was rescechuled for a new procedure. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Device evaluation: a field engineer confirmed the errors and replaced the driver. Tested functionality and system was functioning as manufacture's specifications.